Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was programmed and caused the patient to experience stimulation. The lv lead was reprogrammed, no further stimulation was noted, and the lead remains in use. No further patient complications have been reported as a result of this event.